Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting alert 01 (patient line open) and alert 02 (low flow) during use. Inlet pressure with shunt was around -4.5. Biomed was sending in for the 2000 hour pm since device had 3973 hours. Per ess and customer communication updated in work order on (B)(6)2023, the customer agreed to send device in for service and repair. A packing kit had been sent to customer to send device into depot. Per tech support/biomed via phone on (B)(6)2023, states that the device had 4000 hours and needed servicing. They did received the packing kit to send the device to depot.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. Confirmed presence of alert 1 and 2 in patient data. Confirmed low flow during assessment functional checks. Circulation pump was primed to allow autofill to complete. Circulation pump was serviced during pm process. Flow 1 lpm lower than expected with test loop. Flow at 3.2 lpm, expect at least 4.2 lpm with loop installed. Double bend tube and the chiller evaporator outlet tube found expanded during servicing. Tank seals had cracks found in the seals. Mixing pump motor had a cracked pump mount discovered during servicing. The flowmeter was replaced due to failing low during acats prewarm flow test. The device underwent pm servicing while in for repair. Double bend tube and chiller evaporator tube was replaced. Tank seals were replaced. Mixing pump motor was replaced. Flowmeter was replaced. Serviced mixing pump, replaced heater, and replaced both manifold o-rings and drain valves. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The device history record review was not required as event was not an out of box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d,f,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was getting alert 01 (patient line open) and alert 02 (low flow) during use. Inlet pressure with shunt was around -4.5. Biomed was sending in for the 2000 hour pm since device had 3973 hours. Per ess and customer communication updated in work order on 10-jan-2023, the customer agreed to send device in for service and repair. A packing kit had been sent to customer to send device into depot. Per tech support/biomed via phone on 19-jan-2023, states that the device had 4000 hours and needed servicing. They did received the packing kit to send the device to depot. Per sample evaluation results received on 13 feb 2023, the root cause of the reported issue was due to a failed circulation pump. It was reported that the circulation pump was primed to allow autofill to complete. It was stated that flow 1 lpm lower than expected with test loop. Flow at 3.2 lpm, expected at least 4.2 lpm with loop installed. It was also stated that replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. It was noted that replaced the tank seals due to cracks found in the seals. The mixing pump motor had a cracked pump mount discovered during servicing. The flowmeter was replaced due to failing low during acats (automated calibration and test system) prewarm flow test. It was also noted that the mixing pump motor and flowmeter were replaced.